Manufacturer narrative:
Contacted risk mgmt to obtain more info, hosp did not send unit to biomedical engineering for eval but unit went back into service. This was stated by hosp bio-med dept. Bio-med was not made aware of the event till zimmer osp called to inquire more info. Unit was not being returned to zimmer osp for eval. Disposable cuff that was used was discarded.